Event description:
It was reported the patient ((B)(6)) lost stimulation and x-rays indicated the lead located at the l4 level had fractured. Patient is to consult with physician as the next course of action.